Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a dex procedure, the corkscrew suture anchor, ar-1915snf, remained in the patient's bone. The surgeon had to change surgical technique so another anchor was not necessary. No further details, additional information requested. Additional information provided 10/15/2020: no instrument was used to prep the patient's bone. The patient is said to have had good quality bone. The eyelet broke off and was retrieved. The anchor was correctly used but at some point a click was heard and the device came out just with sutures. The surgeon changed technique and completed the case with intraosseous tunnels and sutures.